Event description:
The user received a questionable calcium result for one patient sample. The initial result was 13.5 mg/dl with a data flag and was reported outside the laboratory. The sample was repeated manually on the integra 400 analyzer and the result was 9.9 mg/dl which was deemed to be correct. The corrected report of 9.9mg/dl was sent to ER and the patient was not adversely affected. The calcium reagent lot number was 64833301 with an expiration date of 01/31/2012. The field service representative determined there was a faulty valve assembly and replaced it. To verify the analyzer operation, he ran calibration, quality control and the user ran precision testing all with passing results.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.